Event description:
A nurse reported that the cassette was unable to empty during the removal of lens nucleus. The drain bag was empty and the cassette full. A system message was displayed. The cassette was changed and the surgery completed without any further issue. No patient harm reported. Additional information has been requested but not received to date. This is one of two reports being filed for this event. This report is for the second patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21cfr803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: a review of the manufacturing records did not reveal any related non-conformity during manufacturing for this product. The product met specifications at the time of release. A cassette with tubing and drain bag was received at manufacturing site. A visual assessment of the returned sample showed no obvious nonconformities. Using a calibrated system and a functional handpiece the system was set to ¿I/a: max¿ mode. The footswitch was depressed until the cassette housing was filled. The system then displayed the system message ¿draining cassette. Please wait.¿ the system stopped all functions, drained the cassette into the drain bag, and then function was restored in about 30 seconds. The sample was found to be functioning as intended and no problems were found. With no additional, related information provided, the customer reported event of the cassette not draining into the drain bag was not able to be confirmed. Because no problem could be found, the root cause of the reported event cannot be determined conclusively. Based on information received following submission of the initial report, this event does not meet criteria for reporting as a device malfunction (B)(4).